Event description:
Caller reported a malfunction on the pump, which occurred while the pump was in the shade near a pool. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred, leading to the decision to replace the pump. The customer will use a backup insulin pump to ensure uninterrupted insulin delivery and was provided with a replacement pump by technical support. Instructions for returning the faulty pump were also given and acknowledged.